Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable event as the complaint was opened for routine replacement as per maintenance schedule of 2500 hr kit and there was no other malfunction observed related to the device. As a result, no follow up emdr is necessary. Please cancel in your database. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
It was reported by customer that cs300 intra-aortic balloon pump (iabp) 2500 hrs. Kit is due for replacement. No injury or harm reported.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.